Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. Technical support logged in to the customer's computer and confirmed a short study with duration of seven hours and it seemed that the recorder was powered off. There was no patient harm and a repeat procedure will be performed.

Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by the global complaint handling system. The product sample was not returned to the medtronic laboratory. An accuview graph was provided by the customer for analysis. The customer reported they had a short study. The reported condition was confirmed. The investigation could not determine a cause or a probable root cause for the customer's report based on the information provided. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. Technical support logged in to the customer's computer and confirmed a short study with duration of seven hours and it seemed that the recorder was powered off. The recorder worked correctly during the previous procedure. There was no patient harm and a repeat procedure will be performed.